Manufacturer narrative:
(B)(4). Batch#: p91k5e. Investigation summary: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. Then the instrument was disassembled to inspect the internal components and the moisture indicator was found to be positive. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: photos were received from account for review. There was an evaluation of the photos provided by the account and is not of the actual complaint device.  Images 1 & 2: the photos are images of an hp054 instrument where the nose cone appears to be cracked. No conclusion could be reached as to what may have caused the reported issues.

Event description:
It was reported by the sales rep that, during an unknown procedure, the hand piece did not function although it was connected. The number of remaining uses of hp was 93. Another device was used to complete the case. There were no adverse consequences to the patient.